Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an ankle ligament repair, the anchor of the twinfix ultrabraid was fractured. The procedure was completed with a backup device and a non-significant delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of the customer provided image found labelling confirming the product identification information. The device appears to have been deployed, and the anchor is fractured on the distal end. It was determined the device did not contribute to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor found no burrs, cracks, or contamination is allowed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.